Event description:
Account alleged that the scale is not working. Technician found the scale had an error code 9 and a twelve inch corrosion spot in the center of the scale power control board. No pt impact.

Manufacturer narrative:
Tech replaced the scale power control board to resolve the issue.